Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a damaged conductor wire. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: it is hard to tell if the instrument is damage or optical artifacts. No obvious damage to the conductor wire. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified after reprocessing. It is unknown if the instrument was inspected for any damage before reprocessing. There was a black wire cable peeling off at the tip, but it is unknown if the issue caused insulation or thermal damage or if arcing was observed. It is unknown if the wire was still intact or broken in half. There were no fallen fragments or collision of instruments or tools. The instrument was inspected after completion of the procedure, and no damage was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire was not frayed or broken, and the instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.